Manufacturer narrative:
The autopulse s/n (B)(4) was returned for evaluation and repair on 25 august 2016. The device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection showed no signs of physical damage to the device. A review of the autopulse (ap) platform archive for (B)(6) 2016 confirmed that the device did stop compressions, however the archive indicated that this was due to user advisory (ua) 17 - 'max motor on time exceeded' and not 'reposition patient' messages as reported by the user. According to the archive the platform was used to compress a medium sized patient for a duration of 5 seconds, with compressions stopping due to ua 17. The ap platform was restarted to clear the advisory and continue. The ap platform stopped compressing again due to ua 17, and was restarted seven more times within a less than one minute timeframe. Functional testing repeated the failure seen in the field. The device stopped compressions repeatedly due to ua 17 'max motor on time exceeded'. This is indicative of a drive train motor failure. To resolve the issue the drive train motor and clutch plate were replaced. Functional testing was performed after part replacement, and all functions passed specification. The root cause for compressions stopping during auto pulse use was a defective drive train motor. In summary, the customer's reported complaint of ap platform stopping compressions after a few seconds was confirmed. The investigation determined that this was due to a failed drive train. The drive train and clutch plate set were replaced, after which the platform passed all final testing criteria. This autopulse platform is a reusable device that was manufactured in sept. 2011. The death was not related to the use of the autopulse device. The cause of patient's death was cardiac arrest. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. The patient outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. Manual CPR was performed for approximately 50 minutes.

Event description:
The customer reported that when the autopulse platform was started, compressions were performed for a few seconds at a time, then the device would stop and the user control panel would advise them to check patient alignment. The ems department of (B)(6) health system was dispatched to a residence for a report of a fall. The individual was unresponsive, and the ems performed manual CPR while preparing the autopulse platform (sn (B)(4)) for use. The patient was placed on the autopulse. Compressions were performed for a few seconds at a time, then the device would stop and the user control panel would advise to check patient alignment. After several attempts the autopulse was abandoned and manual CPR was continued. Manual CPR was performed for approximately 50 minutes. The patient was transported to the hospital. Return of spontaneous circulation (rosc) was not obtained. The patient was pronounced in the emergency department of the hospital. The cause of death was attributed to cardiac arrest.